Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 400 mg/dl. The customer stated that her numbers are not doing well. The customer stated that she had high blood glucose readings in the 300's mg/dl and 400's mg/dl. The customer stated that she did not fell okay to troubleshoot. The customer was advised to change the entire set, reservoir and insulin and treat per health care provider's instructions. The customer was advised to call back for assistance if unexplained high blood glucose readings persist.